Event description:
Information was received indicating that this syringe infusion pump exhibited a check clutch alert. No adverse patient effects were reported.

Manufacturer narrative:
Patient ID: none, no patient involvement. Device evaluation: one medfusion¿ medfusion® 3500 syringe infusion pump was returned for analysis. The customer's reported problem was "check clutch/plunger lever". A visual inspection revealed a pump in poor condition with the top case chipped and cracked. A review of the pump event history log revealed a "check clutch/plunger lever" error. The reported problem was duplicated during occlusion testing. The failure mode was determined to be normal wear of the clutch halves. The root cause was determined to be normal wear of moving/frictional components.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the device in poor condition, with cracks on the top and right plunger cases. A review of the event history log found a check clutch/plunger lever error. Occlusion testing determined that the reported issue was replicated. The issue was caused by the normal wear of the clutch halves. Based on the evidence, the root cause was attributed to normal wear.